Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of captures the reportable event of basket detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the front end of the basket was separated from the outward warping and could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.